Manufacturer narrative:
Unit passed displacement test and self test. Unit received with corroded electronic assemblies and scratched case. (B)(4).

Event description:
Information received by medtronic indicated that water was inside the battery holder. The battery cap was also intact and she had a silicone case on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.